Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Blood glucose level was 28 mmol/l. Unknown if customer was using insulin pump within 48 hours of reported high blood glucose event. Unknown if insulin pump was been used on auto mode. The insulin pump will be not returned for analysis.